Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. No noise was observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). There were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).